Manufacturer narrative:
The sample is still in decontamination process and has not been returned for evaluation. The results of this investigation is still pending.

Event description:
On (B)(6), there was a second catheter leaking and the catheter was just placed on (B)(6).

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR

Event description:
On (B)(6), we had a second catheter leaking today, it was just placed on (B)(6).

Manufacturer narrative:
The customer returned one sample for evaluation. A micro clave needle free connector was mounted on the nutriline luer lock hub and a posiflush saline syringe 10 ml was connected. The catheter was cut off 1 cm beyond the fixation wing. When flushing the catheter, we found a leak at the junction of the catheter and the fixation wing. Microscopic examination showed a hole and stretched material with stress whitening, which is a typical sign for a tensile elongation due to a high tensile load. Based on the product incident report (pir), the customer used alcohol based chloraprep as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. A review of the batch history records for (8137379 and 8178394) was performed, and no deviations were found. The batches complied to its specifications and were released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. Corrective action: as the catheter worked well for 4 days before the leakage occurred, we do not believe this defect is a manufacturing related. Any manufacturing problems that would lead to a leak/rupture would be detected by the user when flushing the catheter. Therefore, no further corrective action will be initiated at this time.

Event description:
On 2/1, we had a second catheter leaking today, it was just placed on (B)(6) 2023.